Event description:
It was reported that the patient experienced diaphragmatic stimulation. When programmed to left ventricular bipolar pacing, diaphragmatic stimulation increased. Programming the right ventricular and left ventricular leads to unipolar did not stop the diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.